Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had an attune knee put in 18 mos prior. Surgeon was revising due to instability (mid flexion). Doctor trialed with different poly sized and was not able to find stability without compromising another issue of stability. All components were removed. When removing the tibia after anterior cement mantle was broken tibia came loose. Doctor is noting as loose tibial component and delamination of cement/implant interface. Cement manufacturer unknown. Doi: 18 months prior, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI: (B)(4). Added: (birth date).

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the joint instability, surgical intervention and medical device removal.